Event description:
It was reported that the e360 ventilator failed flow sensor calibration (audible and visual alarm was found on the screen). The ventilator was not in use on a patient at the time of the reported event. Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair was completed at a non-medtronic location and the service provider (sp) replaced the flow sensor. The ventilator was calibrated and works satisfactorily now. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.